Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter is confirmed but the exact cause could not be determined from the photo and video samples provided. Three photo samples and one video of a 4 fr powerpicc solo catheter were provided for evaluation. The first photo showed the catheter segment from the 2 cm depth marker up oto the 5 cm depth marker. Two kinks in the catheter are present at the 3 and 4 cm depth makers. The second photo shows the proximal end of the catheter up to the 6 cm depth marker. The kinks observed in the first photo are visible. The third photo shows the powerpicc solo product label with ref: 6194108 and lot: redq0664. The video sample shows the catheter on a flat surface being infused with a clear fluid. Fluid appears to be leaking near the 3 cm depth marker proximal to the kink location. The split location and characteristics cannot be clearly observed. Based on the location of the leak relative to the kink, possible contributing factors include material fatigue cause by repeated kinking of the catheter. The product instructions for use (IFU) precautions state, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ since a leak was observed on the catheter, the complaint is confirmed. A lot history review (lhr) of redq0664 showed no other similar product complaint(s) from this lot number.

Event description:
The following was reported: "placed the 16th of september in v brachialis right arm. Uncomplicated insertion. 17th of sept no backflow, the nfc removes and it is easy to flush and aspirate. 19th of sept no backflow and not able to flush when patient is at the ward. Pat comes to anesthesia clinical and the manage to flush and aspirate, flush 60 ml saline. Parenteral nutrition and rl is connected by night nurse. In the morning the patients arm is swollen and edematous, parenteral nutrion is leaking from insertion site. X-ray with contrast show extravasation of contrast media in the arm. "